Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544250 hemolok xl clips 6/cart 84/box was received, it looks used, no original packaging was received, and lot #was not confirmed. During visual evaluation no broken clip was observed, however clip was noted with different color tone: white clip (clip is observed very dry). Failure mode slipped off vessel was not confirmed during visual evaluation; however it's unknown why the clip it has a different tone color. Despite the condition the sample functional inspection was performed: one hem-o-lok clip was placed manually on p/n 544191, batch # 04e0900037-005; no quality issues were found during loading. Then, attempt to close the clip into the appropriate media tubing p/n gsn5c#305 according to (B)(4) manufacturing procedures qip-0031tec rev. 21 & gs-0146tec rev. 07 was conducted; however; clip did not close; the clip broke the hinge, this condition is due to the sample condition (clip dry). Samples received did not confirm the defect reported by the customer slipped off vessel during visual inspection. However; an alternate condition was found in the device during functional testing; broken clip of hinge. This condition could be caused other remarks: by the appearance of the clip (different color tone & clip dry), an additional test was performed to try to duplicate the appearance of the clip and this condition cannot be duplicated, therefore it's unknown why clip received had that appearance. Based on the sample's physical condition it is not possible to identify the root cause. A corrective action for the defect observed cannot be established due to the fact of the sample condition. We will continue to monitor and trend relating complaints.

Event description:
Alleged event: doctor found that clips had slipped off the vessel. The doctor used a different lot to complete the case. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot number 73d1500053 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: doctor found that clips had slipped off the vessel. The doctor used a different lot to complete the case. The patient's condition was reported as fine.